Event description:
The patient reported a sudden change in therapy/symptoms. The patient started noticing sharp pains like something was sticking her in the device area. Indication for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they had lost and gained weight and that the implantable neurostimulator (ins) pocket site felt like jelly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.